Event description:
It was reported that within one week after an a&p procedure, the pt returned complaining of intense pain. Pt was placed on pain management hospitalization for 10 days. Pt diagnosed with an inflammatory reaction that caused anterior and posterior walls of vagina to agglutinate one week post-op. Agglutination was treated by a trip to or under general anethesia. Pt currently being seen every two weeks to prevent agglutination.